Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient awoke the morning of (B)(6) 2026 with their "heart racing, pounding headache, and shortness of breath." The patient expressed concern that they received excess remodulin from their remunity pump (serial number(B)(6) as they had received a cassette depleted alarm earlier than expected. The patient elected to pause their infusion until their symptoms subsided. A replacement system was issued to the patient by the specialty pharmacy.

Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. The current version of the remunity user guide states that the remunity pump is designed to deliver remodulin subcutaneously based on a programmed delivery rate. This guide further states that operators of the device are able to program and adjust the delivery rates with direction from their healthcare provider. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.